Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary narcotic drawer 4.10 jammed and would not open, error message displayed required maintenance. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn 16122819 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 16122819 was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of actual device used in this incident, it was determined that device had multiple issues. A field service engineer (fse) performed troubleshooting by reseated the row board cables, retractable band and bus cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.